Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, which could not be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump to be sent, provided instructions for storage mode prior to returning the old pump, and advised the customer to use multiple daily injections as a backup therapy to ensure continued insulin delivery. The customer acknowledged and understood all instructions and will return the problematic pump to tandem.